Manufacturer narrative:
The hospital biomed has reported no repair has been done on the unit. The hospital has not requested a service visit from gehc. No report of patient involvement.

Event description:
The hospital reportedly noted higher than expected carbon dioxide readings. There was no report of patient involvement.